Event description:
Pt reports the backup pump kept shutting off so the pt is not using it. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Yes; advise patient to hold device until return box is received. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Yes 6: was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved . Did the patient experience missed doses/interruption in therapy? No.